Event description:
It was reported after surgery was completed for a patient that during the implantation surgery high impedance was seen when the system was initially interrogated after the surgeon connected the lead to the new generator on the or table. It was stated that the physician relieved the back pressure on the pin and loosened one of the tie downs, and then the impedance was checked and reported to be within normal range. After heart rate was detected and set, the impedance was seen to be still within normal limits. The patient's device was then checked post-op three times and all resulted in high impedance. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Further information was received and revealed that the patient's high impedance has resolved and is within normal limits. No additional relevant information has been received to date.

Event description:
The patient's generator data was reviewed and confirmed the high impedance that was reported. No additional relevant information has been received to date.